Event description:
On (B)(6) 2012, the customer reported that this device system had been programmed vvir for several years. Right atrial (ra) lead exhibited pacing impedance measurements of less than 200 ohms. A routine device change out procedure was performed and the ra lead was surgically abandoned, as a single chamber device was implanted. No adverse pt effects were reported. The lead was actively implanted for approx 12 years, 10 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse pt effects have been reported. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.